Event description:
It was reported that during a routine generator replacement procedure, this right atrial (ra) lead exhibited high out of range pacing impedances and oversensing noise. The lead was tested, and the results were able to confirm the reported observations. The physician surgically abandoned the ra lead due to vessel occluding and successfully replaced it with a new lead. No additional adverse patient effects were reported. The lead was capped.

Event description:
It was reported that during a routine generator replacement procedure, this right atrial (ra) lead exhibited high out of range pacing impedances and oversensing noise. The lead was tested, and the results were able to confirm the reported observations. The physician surgically abandoned the ra lead and successfully replaced it with a new lead. No additional adverse patient effects were reported. The lead was capped.